Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, serial #(B)(4), implanted on: (B)(6) 2006, explanted on: unknown. (B)(4). Analysis of the pump revealed pump motor feed thru anomaly. Pump was returned because of "elective pump replacement to prevent battery depletion" as stated on returned paper work. Two short motor stalls with recoveries were noted in pump logs. Eri happened, due to time progression, during the bct test on (B)(6) 2012. It is believed that the bridging across the m1 feedthru is what caused the motor stalls and recoveries.

Event description:
It was reported that the patient had a standard pump replacement to prevent battery depletion. It was noted that the patient recovered from the operating room (or) without sequela. The pump was used to deliver hydromorphone.